Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the issue occurred during the planned treatment and the procedure was completed by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to produce x-rays. A review of the system logfiles found that the communication between m cabinet and generator cabinet was interrupted. Philips field service engineer (fse) inspected the system onsite and replaced the lan cable. After replacement, the system was returned to use in good working order.the instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips has re-evaluated this case as not reportable.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.